Event description:
This incident occurred while dr. (B)(6) was closing the vaginal cuff after a laparoscopic total abdominal hysterectomy / bso (bilateral salpingo-oophorectomy. Laparoscopically she started to use a covidien v-loc180, ref. #vloca204l with the endostitch device. When she put the stitch into the vaginal cuff tissue to close it, the needle broke in half. The portion with the stitch still attached was retrieved. The other half of the needle was not found in the body. It was seen on x-ray multiple times but it was unable to be located and retrieved withing the tissue. After searching for it for about 4 hours, the doctor decided to stop the search and leave it in the patient.